Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia after supper while using the ilet device. The highest recorded blood glucose (bg) was 276 mg/dl due to the user not announcing the meal. Bg began to flatten during the call and was corrected by allowing time for ilet-delivered corrections. The device provided a high bg alert. No medical intervention was required.